Event description:
It was reported that the patient's latitude communicator displayed a red call doctor icon. Technical services was consulted and found the right ventricular (rv) lead exhibited high out of range pace impedance measurements, measuring greater than 3000 ohms. Technical services referred the patient to their clinic for further follow up. The rv lead remains in service at this time. No adverse patient effects were reported.